Event description:
It was reported that the patient had a myelogram to check the condition of her spinal cord, with dye injected into her spinal cord. The physician rolled the patient around to distribute the dye. The patient also had an x-ray and CT scan. The patient had her device turned off for the procedure, and when she turned the device back on she was overstimulated. Before the overstimulation event she could set the stimulation as high at 7.50, but now she can't even stand stimulation set at 0.10. The patient indicated that she felt stimulation across her mid-chest and it made her stomach jerk. She normally felt stimulation in her pelvic floor, sciatic and the inside of her legs. The patient thought the dye was injected into csf, and she didn't know what kind of dye it was. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).